Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer¿s service technician did not confirm the customer¿s issue and observed error codes in the device¿s event log unrelated to the customer's issue. The third-party service technician did not replace any part(s) for this issue. No repair was performed. No further investigation is warranted at this time. Additional findings not related to the malfunction/issue was the following part missing on the device: air inlet foam filter. The following parts had contamination: muffler assembly, machine flow sensor, fan retainer, and cooling fan assembly. There was contamination for saline solution found in the following parts: blower chassis plate, blower cap, low flow o2 tubing, fio2 tubing, blower chassis tubing, and system printed circuit assembly (pca) tubing. All of the above parts were replaced by the third-party service technician to address these issues. After replacing the parts on the device, the third-party service technician performed a functional test on the device. The device had passed and was found operational.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to the manufacturer for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.